Manufacturer narrative:
The crep2 reagent lot number was 80106901 with an expiration date of 28-feb-2025.

Event description:
The initial reporter complained of high results for "several" patient samples tested for cobas creatinine plus ver.2 assay (crep2) between 2 lines of a cobas c 503 analytical unit. Discrepant results were provided for 5 patient samples. Sample 1 initial result from line 1 was 148 umol/l. The repeat result from line 2 was 49.6 umol/l. Sample 2 initial result from line 1 was 183 umol/l. The repeat result from line 2 was 97 umol/l. Sample 3 initial result from line 1 was 148 umol/l. The repeat result from line 2 was 48.8 umol/l. On (B)(6) 2024 sample 4 initial result from line 1 was 170 umol/l. On (B)(6) 2024 the repeat result from line 2 was 130 umol/l. On (B)(6) 2024 sample 5 initial result from line 1 was 115 umol/l. The repeat result from line 2 was 74.9 umol/l. The initial results did not correspond to the patient¿s clinical condition and the samples were repeated. "Some" of the initial results were reported outside of the laboratory. The repeat results for all patients were believed to be correct.

Manufacturer narrative:
A reproduction test was performed at the customer site. Discrepant high crep2 results were not reproduced. Crystallization of basic wash around a manifold was identified (likely due to a previous leak in (B)(6) 2024; no current leaks were observed). The sample and reagent probes were replaced and adjusted, as were the ultrasonic mixer height and water supply. The results from a hardware performance check were acceptable. Many "abnormal aspiration" and "sample short" alarms were observed on the alarm trace data. These alarms suggest preanalytical handling issues. The cuvettes were tested internally. The cuvettes may be linked to sample quality issues caused by non-optimal shipping conditions (e.g. Unstable temperatures, very long shipment times). Comprehensive investigations concluded that the reaction cells were functioning correctly and were not the cause of the questionable high results. An instrument issue was not identified. The analysis of the alarm trace data and the cuvettes suggest sample quality issues at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.